Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 12x4.0mm, eccentric, de novo target lesion contained >45 and <95 degree bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 0.014 guidewire was advanced to cross the lesion. Following predilation, a 3.50x16mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, during advancing, the stent was dislodged into the brachial artery but did not reach the subclavian artery. The same promus element ¿ stent delivery balloon was used with another balloon catheter to perform ¿low-press¿ dilation and the physician was able to remove the dislodged stent. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. No issues were noted with the profile of the devices tip. The stent of the device was detached from the delivery system and was received on the delivery system. A visual and microscopic examination of the stent found that the stent body was flattened. It was also noted during analysis that the stent had been dilated. It was noted that the balloon folds had relaxed; however, stent crimp marking were clearly visible on the balloon material indicating that the stent had been crimped in the correct location during manufacturing. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed, 12x4.0mm, eccentric, de novo target lesion contained >45 and <95 degrees bend and was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 0.014 guidewire was advanced to cross the lesion. Following predilation, a 3.50x16mm promus element drug-eluting stent was selected for use to treat the lesion. However, during advancing, the stent was dislodged into the brachial artery but did not reach the subclavian artery. The same promus element stent delivery balloon was used with another balloon catheter to perform "low-press" dilation and the physician was able to remove the dislodged stent. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.